Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to hemorrhagic shock. No additional information was provided. It was reported the device operated as intended. The device will not be returned for evaluation.

Manufacturer narrative:
Section h6: correction (device code) manufacturer's investigation conclusion: a direct correlation between the reported hemorrhagic shock, patient outcome, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient expired due to hemorrhagic shock on (B)(6) 2020. No alarms were reported for this event. The device reportedly operated as intended and the patient¿s expiration was related to the patient¿s condition. There were no device issues or malfunctions that may have contributed to the patient¿s cause of expiration. The center reported that heartmate 3 lvas, serial number (B)(6) will not be returning for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.